Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 4.6, lab: 6.9. Date: (B)(6) 2011, inratio2: 3.0, lab: 3.3. Date: (B)(6) 2011, inratio2: 2.3, lab: 2.4. Patient's therapeutic range: 3.5-4.5 inr. Patient reports that she always had problems stabilizing her coumadin and rarely stays within therapeutic range for 2 months at a time. Historically, her inr tends to jump around.